Event description:
One pt with discrepant bicarbonate results. Initial result 32 meq/l, repeat 24 meq/l. The initial result was not reported. Investigation showed the cause to be leaking calibrator vials. The operator changed to another calibrator lot and resolved the issue.